Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by rep: "pt. Presented with an infection of the hip joint, the surgeon replaced our femoral head as part of his irrigation and debridement protocol. No complaints were made against the implants. Explants are not available for return.

Event description:
It was reported by rep: "pt. Presented with an infection of the hip joint, the surgeon replaced our femoral head as part of his irrigation and debridement protocol. No complaints were made against the implants. Explants are not available for return as per hospital policy." Update 03/december/2019: rep provided the primary and revision usage sheets, and confirmed that no further information will be available. Patient's acetabular components were competitor product.

Manufacturer narrative:
Correction: explant date. The following devices were also listed in this report: mod con dist stem 16 x 155 mm; cat# 6276-7-016; lot# caxx92ec. 19mm mod rev hip body/bolt stdcomponent level 9006-1-019; cat# 6276-1-019; lot# 70152201. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding infection involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.